Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Manufacturer¿s investigation conclusion: the reported event of outflow graft obstruction could not be confirmed based on the provided information. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of tea colored urine and an elevated international normalized ratio (inr) could not be conclusively established through this evaluation. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a computed tomography angiography (cta) of the chest was obtained using electrocardiography (ECG) triggering with intravenous contrast. There were no acute findings in the lower neck. Minimal subsegmental dependent atelectasis, no pleural effusion or pneumothorax was seen in the lungs/pleura. Trachea and central bronchi were widely patent. Mediastinum and lymph nodes were normal. Heart size was moderately enlarged, dilated left ventricle with slight outward bulging of intraventricular septum. No pericardial effusion was seen in the heart and pericardium. Triple-vessel coronary artery calcifications were noted. Mixing artifact was seen in the superior vena cava (svc) no acute abnormality was noted in the upper abdomen and no significant dilatation of the left atrium. No contrast reflux into inferior vena cava (ivc) was noted. The left ventricular assist device (lvad) was in the expected position. Circumferential nonocclusive thrombus in the lvad outflow graft. Ascending aortic ectasia measured up to 4.6 cm. There was normal origin of the left subclavian, left carotid, and innominate artery. Descending aorta was normal. Dilated left ventricle with slight outward bulge of intraventricular septum. No left atrial dilatation or contrast reflux into ivc. Patient was being monitored as inpatient due to recent coumadin reversal at outside hospital. Following the right and left heart catheterization, no significant gradient with simultaneous measurement of aortic opening and outflow graft pressures. The eogo was not resolved.

Event description:
It was reported that the patient presented with tea colored urine and their international normalized ratio was above 8 so the patient was given vitamin k. The patient was originally scheduled for a right and left heart catheterization due to external outflow graft obstruction on computed tomography (CT). There were no alarms reported. Log files were submitted for review and contained no unusual rotor faults, pump temperature, or any other abnormal pump faults. There were no recent changes to pump parameters. Patient underwent computed tomography (CT) and was being monitored as inpatient due to recent coumadin reversal at outside hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.